Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing multiple high blood glucose. The customer prompted a bolus but she later noticed her high blood glucose level was about 500 mg/dl. The customer checked the bolus again and saw that the insulin pump only delivered 1 unit. The customer then did a bolus of 19 units and watched as it delivered but then later on her blood glucose was still high and was 457 mg/dl. The customer took an insulin syringe to correct the high blood glucose. The customer's current blood glucose level was 408 mg/dl. The customer declined troubleshooting for the reservoir, site, and set programming. The customer was not able to perform the hp test because she didn't have a tubing clamp. The customer was advised to call back when she receives the tubing clamp. The device will not be returned for analysis.